Manufacturer narrative:
Corrected: date product rec'd by mfg. Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation could not draw any conclusions; however, the bioball head used for the surgery is not depuy approved. The possible cause could be that the taper connection was not compatible and produced a dislocation, inducing scratches on the taper and overstress at the base of the neck until failure. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Breakage of stem near the taper.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.